Manufacturer narrative:
Cardioquip has not begun investigation on this device. Once the device has been investigated, another report will be filed with additional information.

Event description:
Customer reports that the device presents a burning smell and smoke and started leaking internally while getting ready for a case. The device was swapped out for a replacement and the case continued as expected.